Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Should any new information be received, a supplemental manufacturer device report will be filed.

Event description:
The complainant reported a patient was implanted with an impella cp for mechanical circulatory support. Three days into support, the patient endured several episodes of ventricular tachycardia storm. The patient was shocked 23 times and received 20 seconds of chest compressions to counteract the condition. Five days later, the patient continued to decompensate, and care was withdrawn. The patient expired upon removal of support. There is not enough evidence to exclude the impella as an associated factor in the patient's outcome.